Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular (rv) lead exhibited noise oversensing. During the procedure, an insulation breach was identified as the cause of the noise oversensing. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.